Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
Visual inspection identified gaps at the proximal base of the posts and a gouge at the anterior edge, likely the result of removal. There is slight indication of ingrowth surrounding the medial peg, but no other significant bone ingrowth. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Review of primary operative notes found components appear to be implanted at the correct orientation and fit per the surgical technique. Rehabilitation reports state patient cancelled many appointments and was discharged in (B)(6) per the patient's request. Office visit notes dated (B)(6) 2015 indicate the patient has developed pain, with swelling/inflammation noted. X-rays taken reported a well-positioned knee with no gross loosening. A bone scan was then scheduled due to pain and instability. Office visit notes dated (B)(6) 2015 indicate that the bone scan revealed "hot spots", signifying loosening. The surgeon reported that post-operative x-rays showed good alignment with potential for radiolucency around plate. Revision operative notes were not returned, but it was reported that the tibial component was loose on the medial side. The package insert states that loosening is an adverse effect. This is therefore a known inherent risk of the procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that of a field action conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action.

Event description:
It is reported that the pt was revised due to loosening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: palacos r bone cement p/n 00111214001 l/n 77274365, pat rmr bld w/pilot hole,sz32 p/n 00597909532 l/n 62630268, persona p/n 42512400512 l/n 62706133, persona p/n 42500606001 l/n 62624923, persona p/n 42540200032 l/n 62726876. There is no new information that would chang the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.